Event description:
A pt reported false low readings with a one touch meter. A labortory test done on 10/2001, showed that pt's hba1c was 13%. Pt's insulin dosage was increased based on laboratory result. Pt called lifescan to complain about ot meter and it was discovered that the ot meter was set in the mmol/l mode. Pt did not report having any serious injury. Pt has reported that even when meter was giving pt low reading. They still took the set amount of insulin. No further info has been reported.